Event description:
It was reported that the patient experienced anxiety. Reprogramming was performed. The patient had not been using the device at all. X-rays were performed and it did not appear as if the leads had migrated. The patient was noted to be ¿scared¿ of his device and had more pain since implant. The anxiety was considered to be related to the patient¿s pre-existing dementia. The patient wanted the stimulator removed. The problem resolved without sequelae on (B)(6) 2013 when the device was explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).